Event description:
It was reported that during an atrial fibrillation pulsed-field ablation procedure on (B)(6) 2025 that the physician noted acute loss of capture from their right atrium leadless pacemaker (ralp). The ralp was extracted on (B)(6) 2025, and a traditional pacemaker system was implanted. The patient condition was stable following the procedure.

Manufacturer narrative:
Reported event of capturing problem was not confirmed. Visual inspection noted that the outer helix was compressed out of specification and no anomaly was noted on the inner helix. The compressed helix is consistent with explant damage. Field information indicated loss of capture during ablation. Ablation could cause the device voltage to collapse for a while and then come back some time later. Further analysis performed found no anomalies contributing to reported event of capturing problem. Output verification in field settings and nominal settings are within tolerance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.